Event description:
Procedure type: adnexectomy. According to the reporter: while inserting the trocar, the white tip broke and fell into the cavity. Another trocar was used. However, the doctor decided to convert the procedure to an open procedure due to the pt's abdominal wall physiology, at which point the piece was retrieved. There was no add'l bleeding. No pt injury was reported.

Manufacturer narrative:
.